Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer¿s different blood glucose level were 140 mg/dl, 300 mg/dl and 450 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer also reported that the insulin pump had received insulin flow blocked alarm. Customer was reporting a past event. Customer also reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to perform the high pressure test. Troubleshooting was performed for high blood glucose level as well as insulin flow blocked alarm. The device will not be returned for analysis.